Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2014. The caller stated that the cause of death was possibly diabetes related heart failure and heart attack. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller was unsure whether the customer was wearing a sensor at the time of death or not. The caller stated that the customer's insulin pump, glucometer and the sensor were given to the customer's health care provider's office.